Manufacturer narrative:
"Unit was received from the field for eval. Refer to eval# (B)(4) - console functions within all specs. Refurb console and return to refurbished inventory. Customer service walked the rep through reconnecting the inflation pump wires to the phaco board to help resolve his issues. The rep simply sent the unit back to ensure there were no other issues with the console. This complaint was during a cadaver lab training. The DHR for console sn # (B)(4) was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint".

Event description:
Would not prime (burned through 4 handpieces). (Cadaver lab training).